Event description:
It was reported during an esophagectomy while mobilizing the greater curvature of the stomach with the mcl20, on one short gastric he clipped two times on the pt side and two clips on the specimen side and the vessel bled right through the clips after transecting the vessel. It happened only on one vessel. The surgeon sutured the bleeding vessel and opened an mcm20 to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48213. Ees #.978018/lacey. D5;h4: information not available, device not returned for analysis.